Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) (s/n: (B)(4)) found that the connector pins were broken. Implantable neurostimulator (ins): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that there was a broken connector pin. The patient reported that her back was hurting. The patient stated that her ins had been off for at least a month and that she had been on pain meds for back pain. Email sent to repair. No further complications were anticipated/reported.